Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10 148 events were originally reported for this failure mode during the reporting quarter; however, - 3 events were inadvertently excluded. - 151 reported events are included in this follow-up record. Product return status 148 devices were received. 3 devices were evaluated in the field.

Event description:
This report summarizes 151 malfunction events in which the device had paint chips missing. - 151 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale : corrected data: h10. 148 previously reported events are included in this follow-up record. Product return status : 21 devices were received. 127 devices were evaluated in the field.

Event description:
This report summarizes 148 malfunction events in which the device had paint chips missing. - 148 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 148 events were reported for this quarter. Product return status: 22 devices were received. 124 devices were evaluated in the field. 2 device investigation types have not yet been determined. Additional information: 148 devices were not labeled for single-use. 148 devices were not reprocessed or reused.

Event description:
This report summarizes 148 malfunction events in which the device had paint chips missing. 148 events had no patient involvement; no patient impact.